Manufacturer narrative:
The reported event that glenosphere holder/ impactor was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of impactor. An nc was opened to revise the op technique to emphasise the importance of having a good connection between the two parts. Op tech will be updated with a statement that clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. The device inspection revealed the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. No marks of corrosion can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Glenosphere impactor broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Glenosphere impactor broke.